Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a perforation in a de novo lesion in the left anterior descending (lad) coronary artery with mild calcification and heavy tortuosity. The 2.80x19mm graftmaster stent failed to cross the lesion due to the anatomy. Another graftmaster was used to complete the procedure. There were no adverse patient sequela and no clinically significant delay reported. No additional information was provided.